Event description:
It was reported that an unspecified number of bd 10ml syringe luer-lok¿ tips experienced scale marking issues and a misaligned/jammed/insecure stopper. Product defects were noted prior to use. The following information was provided by the initial reporter: no printing on the syringe and they do not loot properly.

Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that an unspecified number of bd 10ml syringe luer-lok¿ tips experienced scale marking issues and a misaligned/jammed/insecure stopper. Product defects were noted prior to use. The following information was provided by the initial reporter: no printing on the syringe and they do not loot properly. F.10. Device codes: 1675, 1354 h3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd 10ml syringe luer-lok¿ tips experienced missing scale markings. Product defect was noted prior to use. The following information was provided by the initial reporter: no printing on the syringe and they do not loot properly.

Manufacturer narrative:
H.6. Investigation: four photos were received and evaluated. One photo displayed the top view of a blister pack from batch 9301110 (p/n 300912). Two photos displayed the same loose 10ml at different orientations. It was observed the stopper was jammed between the plunger rod and barrel wall, which was rejectable per product specification. One photo displayed a loose 10ml syringe containing very minimal scale with only small portions of five major grad lines present. The missing scale was rejectable per product specification. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9301110 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the jammed stopper defect is associated with the assembly process. A potential root cause for the missing scale defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 9301110 is considered in compliance with our product specification requirements.

Event description:
It was reported that an unspecified number of bd 10ml syringe luer-lok¿ tips experienced scale marking issues and a misaligned/jammed/insecure stopper. Product defects were noted prior to use. The following information was provided by the initial reporter: no printing on the syringe and they do not loot properly.